Event description:
A report was received that the patient underwent explant on (B)(6) 2006 as the device kept moving around in the patient's body.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.